Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas (B)(4) plunger cap was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a plunger cap was damaged."

Manufacturer narrative:
Correction: the lot number was provided by the customer. The following fields have been updated: d.2. Medical device lot#: 9176507. D.4. Medical device expiration date: 2024-07-31. H.4. Device manufacture date: 2019-12-26.

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp plunger cap was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "a plunger cap was damaged."

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch# 72137 was created for an out of adjusted air jet. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp plunger cap was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "a plunger cap was damaged."